Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified common iliac artery (cia). A 8.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced to post dilate the lesion. However, during post dilatation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 8.0-60/3.8t/135 sterling balloon catheter. No patient complications were reported and the patient's status was good.